Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned package was identified to have a hair-like fiber on the device. Analysis conducted confirmed that the fiber was consistent with hair. The device history records were reviewed and no discrepancies were identified. As the likely condition of the product when it left zimmer biomet was non-conforming, manufacturing deficiency is considered to be the root cause of the reported issue. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the sterile packaging was opened for the femoral component during surgery, a clump of hair was found on top of the foam and the device was deemed unusable as sterility could not be confirmed. Another component of the same size was available and the surgery was completed successfully.